Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for generator change-out procedure. During the procedure, the right ventricular lead exhibited high capture threshold. The lead was capped and replaced successfully on (B)(6) 2019 during the same procedure. The patient was stable post procedure.